Manufacturer narrative:
(B)(4): a visual examination found that the device returned with the trip wire connected to the spool and the strap separated from the handle. The suture and trip wire were connected and tangled together. In addition, the trip wire was bent in several locations. The ligator head and irrigation tube were not received for analysis. Functionally, the handle spool clicks appropriately with every 180 degrees of rotation.the reported event of irrigation tube missing was not able to be confirmed since the original packaging returned opened and the device showed signs of use. However, the evaluation revealed that the trip wire was bent. This damage likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operation context.a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was to be used for an esophageal varice ligation (evl) procedure performed on (B)(6), 2011. According to the complainant, while unpacking, the irrigation tube was found to be missing from the package. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.this event has been deemed reportable based on the investigation results; trip wire bent.